Manufacturer narrative:
Batch review performed on 06 august 2025: lot 2400520: (B)(4) items manufactured and released on 29-feb-2024. Expiration date: 2029-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had knee inflammation and redness. The surgeon determined this was due to infection with the cause unknown. At about 10 months form primary the surgeon performed a washout and revision of the poly. The surgery was completed successfully. Pathogen- culture came back positive for staphylococcus.